Event description:
It was reported that the patient had unwanted stimulation and pain. The patient had "stabbing pain" in her left back when stimulation was on. The patient had less than 50% therapy relief and was not getting stimulation "into the low back," but was getting it "down in both legs." X-rays showed a lead had migrated, but was working "properly." The health care provider (hcp) stated there was "a lot of scar tissue" and requested a new lead. On (B)(6) 2012, it was reported that post-operative programming on the day of the report completed with coverage in the patient's "low back and ble." Additional information received on (B)(6) 2012 reported that lead revision occurred on (B)(6) 2012. It resolved without sequela.

Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3778-45 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708120 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708120 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4). Analysis of the leads, lot #v958127004 and #v958127003, found no anomalies.